Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. Upon follow up, physician identified a type 3a endoleak coming from the overlap of the main body and infrarenal aortic extension. On (B)(6) 2016, the physician implanted an infrarenal aortic extension to seal the leak and post dilated with a non-endologix balloon to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the limited patient data available, the clinical evaluation confirmed a type 3a endoleak with complete component separation of the main body and the infrarenal proximal extension. In addition to the type 3a endoleak there was a reasonable suggestion of a potential type 3b endoleak present. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. The event device remains implanted in the patient and was not available for further evaluation. There have been no additional adverse events reported for this patient at this time.